Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being relayed to correct the implant placement date in the previously reported supplemental MFR-0002023141-2021-01214-1. The following sections have been updated: b4: date of this report was updated. D6a: implant placement date was updated. G3: date received by manufacturer was updated. G6: type of report was updated . H2: type of follow up was updated. H10: additional narrative/data was updated.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant fracture at tooth location 12 and it was removed.

Manufacturer narrative:
This report is being relayed to correct the implant placement date in the previously reported MFR-0002023141-2021-01214. The following sections have been updated: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Follow up with the customer revealed that the original implant placement date was incorrect.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (1240985) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number (1240985) for similar events (complaint category keywords: fracture: implant; screw) and no other complaint was identified. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is incorrect assembly of the abutment/mount to the implant, or parafunctional habits of the patients (e.g. Clenching, bruxism and overloading). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.